Manufacturer narrative:
Result: motion interrupt pan, foot board. Conclusion: device has not been repaired.

Event description:
It was reported the motion interrupt pan was missing and the footboard was broken.